Event description:
It was reported that the cadd prizm vip pump had a delivery accuracy problem. The pump was over delivering by 8.4%. No serious injury was reported in connection with this incident.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be in good physical condition. There was no evidence of the reported problem in the event history log. Three separate delivery accuracy tests were per formed; all of which were within the pump's delivery accuracy manufacturing specifications. No problems were found with the delivery accuracy of the pump.